Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an excision of skin cancer about a month ago and suture was used for a deep dermal stitch. The needle came off after the surgeon had done the last tie off as the surgeon was going to bury the suture. A steristrip was used to complete the closure and no additional suture was required. The procedure was completed with no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. No defects were noted. The device met specifications.